Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced a black and white stripes of 5 mm wide, no image issue during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not for no image and black and white stripes has been confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, the charged coupled device (r-unit) is broken and image is green. Based on the results of the investigation, the charged coupled device (r-unit) is broken and image is green, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.